Event description:
A primary stenting procedure was being carried out on the rca at three lesions throughout the length of the rca proximal to the crux. The first tw distal lesions were stented without incident. The third site, in the proximal segment was predilated and the stent deployed at 6 atm. Post dilatation was performed with the deployment balloon at 13 atm. The balloon ruptured distally. A flap dissection of the intima was noted within the stent at the point of balloon rupture. Another MFR's stent was then deployed at the site of dissection to secure the dissection.